Manufacturer narrative:
The insulin pump alarmed motor error due to corroded motor home switch. The insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to contact motor error alarm. No cosmetic damage noted.

Event description:
Customer called to report that the insulin pump alarmed motor error during rewind. Customer's blood glucose reading was 101 mg/dll. No significant events leading to the alarm were observed. Customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.